Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient complained about infusion set fell off during swimming due to tape not sticking on (B)(6) 2024. No further information available.

Manufacturer narrative:
Patient city: (B)(6). Patient country : united states.